Event description:
It was reported the tsb35 was used during a thoracoscopy with wedge resection. It was reported the cartridge dislodged and fell into the pt. This was on the first firing. The cartridge was removed from the pt's abdomen, but it took about 30 minutes to find it. A new tsb35 was opened to complete the case. There was no consequence to the pt.